Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Pump was planned to be replaced, and no additional information was received regarding the outcome of the event.